Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine pacer change, as soon as the device was removed from the pocket, the patient went into cardiac arrest. The patient is pacemaker dependent. Pre-operation checks showed no issues. The right ventricular (rv) lead was attached to pacing cables where over-sensing was noted. The rv lead was placed in new pacemaker where over-sensing was also noted. Possible fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.